Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing, the impedance on the atrial pacing lead was beyond the expected upper range, and analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves). Atrial pace impedance steady at approx. 471 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. Far-field r-wave oversensing observed on stored atrial lead egms. Non-physiologic oversensing due to noise observed on stored atrial lead egms.

Event description:
It was reported that there was high impedance and noise on the right atrial (ra) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.